Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose of 596 mg/dl. The customer was treated for the high blood glucose with syringes. It was unknown what caused the customer's blood glucose to rise. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.